Event description:
It was reported that the head end of the table top fell with a patient on during surgery.

Event description:
It was reported that the head end of the table top fell with a patient on during surgery. Customer reports they believe the t-pin was not inserted correctly. Customer also reports the patient was okay and the table top was reinserted.

Manufacturer narrative:
Based on the information received from the incident investigation, it was found out that there were no issues with the device and user error was contributed to the falling of the table top during surgery. Inservice staff training was provided following the incident.